Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms. Reportedly, the customer was wearing the pump under clothing while in the sun. In addition, it was reported that the customer received a power source alert while attempting to charge the pump with a non-tandem car charger. Customer was able to charge the pump successfully with a wall adapter. Customer had elevated blood glucose (bg) levels (253 mg/dl). Customer administered manual injections to address elevated bg levels.